Manufacturer narrative:
(B)(4). G2 - report source - foreign: spain. The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : investigation incomplete.

Event description:
It was reported that during knee arthroplasty the adjustable intramedullary femoral guide became hooked in the patient's femur and could not be extracted. Surgery was delayed one hour to remove the guide from the femur. Cerclage cables were used to stabilize the damage sustained to the patient's femur. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of pictures provided identified that the femoral guide showed signs of use with no gross visual defects. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h4; h6. Visual examination of the returned product identified signs of use (gouges) and confirming complaint the guide posts are fractured. Not all pieces were returned. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Device was submitted for further analysis. Analysis determined the optical images of the device fracture surface exhibited excessively smeared surface for the most part. However, a portion of non-smeared surface on the device showed indications of river line artifacts suggesting that the device was suspected to have fractured due to bending overload. Root cause remains unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that during knee arthroplasty the adjustable intramedullary femoral guide became hooked in the patient's femur and could not be extracted. The surgeon attempted to use other instrumentation to remove the guide, however, was unsuccessful, and resorted to cutting into the patient's bone to remove the guide. Surgery was delayed one hour to remove the guide from the femur. Cerclage cables were used to stabilize the damage sustained to the patient's femur. The patient did not require any additional care post-operatively.